Event description:
Per the clinic, the patient experienced difficulty in maintaining connection with the internal device. Reprogramming the device and increasing the magnet strength were unsuccessful at alleviating the problem. Revison surgery occurred on (B)(6), 2010, during which the internal magnet was replaced and the skin flap was reduced.

Manufacturer narrative:
(B)(4). Implanted device remains.